Event description:
It was reported that the patient developed a systemic infection from an unknown source. The implantable cardioverter defibrillator (ICD) and two leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: 694758, implantable tachy lead, (B)(6) 2013. A 407652, implantable pacing lead, (B)(6) 2011. A 1258t86, competitor implantable pacing lead, (B)(6) 2011. (B)(4).